Event description:
It was reported that device fracture occurred. A direxion microcatheter was selected for use on the liver. During the procedure, the device was used once for angiography without issue and was removed intact. When the physician was about to re-enter the patient's body for another angiography, it was noted that the device was fractured at the middle of the microcatheter, about 50cm from the handle. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure.